Event description:
The patient has implanted a valve and has passed for 2 years and 8 months. The patient's ventricle became big, therefore, the pressure of a valve was tried to lower but it couldn't be changed.

Manufacturer narrative:
The incident has been reported to the manufacturer on 12/09/2014. Results of analysis will be developed in a follow-up report.